Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service to report that the 4x4, island dressing, sterile 50/bx a50044 does not work for him as it irritates and peels his skin when removing it. No further information was provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).